Event description:
Information was received indicating that an alarm occurred to a smiths medical cadd-legacy® 6500 pump that had not been heard before. It was thought it may have been a no message alarm. Variation in dose amount had been observed and the patient reported feeling unwell. There were no reported adverse patient effects.